Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the distal end/electrodes of the lead were bent. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to use of the lead, upon removing lead from the packaging, the distal portion of the lead was observed to have a "bend" in it near where it was packaged by the white circular foam. The distal tip was bent. The lead was not used for implant and was never inserted into the patient. No patient complications have been reported as a result of this event.